Event description:
It was reported , medfusion 4000 -primary audible alarm background test error. No further details provided.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, the top case was chipped, the bottom case was damaged, the right plunger case was cracked. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as preventive measure, replaced damaged top and bottom cases. Replaced clutch half's left and right, leadscrew, worm coupling and gear as preventative measure, parts were over 6 years old. Replaced cracked right plunger case along with all the other plastic parts of the plunger head. Updated software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000

Event description:
Additional information received on 01-jun-2022. Event occurred during testing. No patients involved.